Event description:
Rptr states that the bladder on the referenced bp device is mfg incorrectly which causes bp readings to be 20 to 60 mm higher than they actually are. See the attached publications. Rptr states that due to the way the bladder is seamed, the bladder can only inflate to half its width resulting in inaccurate readings. He states that there are several brands of bp cuffs that contain bladders produced by samsung, the MFR of the bladder. Rptr believes the bladders are mfg in korea.